Event description:
It was reported that the right atrial (ra) lead had increased threshold and was suspected some sort of intra-atrial delay or possible lead dislodgement. Boston scientific technical services (ts) discussed to consider an x-ray. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.